Manufacturer narrative:
H10: h3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the delivery needle or were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger multiple times during deployment of t1. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Inadvertently advancing the trigger multiple times. A review of the manufacturing records was performed which confirmed no abnormalities were reported with this lot during manufacture. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair surgery t1 and t2 deployed together. No patient injuries or significant delay reported. Surgery was finished using a back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.